Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va14qaj, implanted: (B)(6) 2016, product type: lead.

Event description:
The patient reported that they fell on their implantable neurostimulator (ins) about a month prior to the report. The patient used to feel stimulation in the vaginal area but since their fall they were feeling stimulation above their rectum. They also noted that there was a "bubble" where the lead was and when they would touch it they could feel stimulation. The patient barely felt stimulation at 8.4. The change in therapy/symptoms was reported to be gradual. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.